Event description:
The customer reported broken/damaged. Cracked bezel. There was no patient involvement.

Manufacturer narrative:
Imdrf annex a & g grid:h6" fields are updated: ¿a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced broken door lower hinge, and broken ail sensor chips. Replaced upper transducer due to check IV set error. Replaced damaged bottom rear case, and corroded right iui. Lvp bezel post recall completed replaced bezel assembly. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the door assy a review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced broken door lower hinge, and broken ail sensor chips. Replaced upper transducer due to check IV set error. Replaced damaged bottom rear case, and corroded right iui. Lvp bezel post recall completed replaced bezel assembly. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the door assy. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for sn (B)(4), which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # (B)(4) for ail. CAPA # (B)(4) for pressure sensor. CAPA # (B)(4) for iui.

Event description:
The customer reported broken/damaged. Cracked bezel. There was no patient involvement.